Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and could confirm the problem that the device displayed the error and did not heat properly. After restarting the device the error message "heater cplg. Safety shutdown". Thermo switch in the heater of the cplg. Had triggered. The technician replaced the heater on the cardio side. The technician performed a functionality test and a diagnostic test. During the test run the device had the maximum heat capacity. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "plausibility error in temperature regulation". Additional information: the incident occurred during patient treatment, there were no negative consequences for the patient. (B)(4).